Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed with the returned system controller (serial # (B)(6)). While operating on laboratory equipment, a replace system controller alarm became active on the test system monitor and a controller fault alarm on the system controller initially. The replace system controller/controller fault alarm was associated with an lcd communication fault code, which is an internal communication issue with the internal printed circuit boards. The system was unaffected and continued to operate within the set speed limit value (set at 5,800 rpm) and low speed limit value (set at 5,400 rpm). This is consistent with the log file retrieved from the device, which captured a controller fault alarm event on january 31 that was associated with an lcd communication fault code. The device was disassembled to gain access to internal circuit boards. Electrical measurement of communication pathway was unremarkable. Communication was established between internal circuit boards. No anomaly was detected. After the device was assembled, and the fault alarm could not be reproduced thereafter. The device passed the functional test procedure, which confirmed all visual and audible alarm activated when induced. The device operated on a mock circulatory loop without any controller fault alarm. A root cause of the controller fault alarm associated with an lcd communication fault code could not be determined through this evaluation device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also in this section, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow up attempts will be performed.

Event description:
It was reported that there was a controller fault alarm that suddenly occurred with no direct visible or explainable root cause. The pump was running as expected and there and the patient was doing well. The system controller was exchanged and the replaced system controller would be returned for evaluation.